Event description:
Reporter states the joystick is having a problem with the speed control. End user has the speed turned down all the way but the chair is still taking off on pt. No injuries reported.